Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device was monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than ten minutes and no unexpected post-reset ram crc alarm, failed battery test/battery failed, or replace battery now alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed failed battery, replace battery, low battery and pump error. The blood glucose level was unknown at time of the event. Troubleshooting did not resolve the issues. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.